Manufacturer narrative:
Investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon the measurements of the returned sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device includes the arteriotomy locator and hemostasis sheath. The arteriotomy locator was mated to the hemostasis sheath. There was blood-like substances on the returned device. The device was subjected to visual analysis. There was a slight kink found on the arteriotomy locator. The kink was located at the interface between the tip of the hemostasis sheath and arteriotomy locator. Measurements were taken of the dilator od and the hemostasis sheath od and ID. The dilator od was found to be 0.090" which is within specification of 0.092 +0.000/-0.002. The hemostasis sheath ID was found to be 0.096" which is within specification of 0.093" +/-0.005". The hemostasis sheath od was found to be 0.114" which is within specification of 0.114" +/-0.005". All measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for a kink in arteriotomy locator. The exact root cause cannot be determined. The likely root cause is application of off-axis forces while inserting the device into the arteriotomy. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implant date: implanted date: device was not implanted. Explant date: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00435.

Event description:
The user facility reported that the angio-seal locator sheath was kinked upon initial placement. The angio-seal device could not be passed through locator sheath. The patient was in stable condition. The procedure was completed successfully using a mynx device. There was no patient injury, medical/surgical intervention required. Additional information was received on 14july2021: type of procedure performed for the patient prior to use of closure device was a left heart catheterization using a 6 fr sheath. This happened twice and the locator sheath's became kinked. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient did not have calcification or tortuosity.